Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. However, the customer reported that the cartridge that was filled on (B)(6) 2017 may have been overfilled. There was no impact to the customer's blood glucose level and the customer received an accurate fill estimate after the cartridge was reloaded.